Event description:
This problem started after 1st use of denture adhesive and did not stop until I saw this problem on t.v. I have been tested for all kinds of things but never for this reason until the above date. I have incurred very expensive bill to find out what was wrong. Need help! Tran verse myelitis, brain damage, m.s., legs and right arm paralysis, emg test/MRI - 3-4 times, tens unit. Dose or amount: denture adhesive. Frequency: once a day. Route: oral. Dates of use: 2007 - 2009. Diagnosis or reason for use: denture adhesive.